Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
Patient was seen for follow up for a right total hip with mild pain. Doctor had her cobalt levels tested. They were elevated. She was scheduled for a revision. The patient was brought to the operating room. The head was removed from the stem with several blows of a mallet and bone tamp. There was mild trunnion debris. The trunnion was in good condition. The liner was removed and replaced with a new one. A new v-40 to c-taper sleeve was implanted. Then a new biolox 36 mm c-taper head was impacted. The wound was copiously irrigated. Range of motion and stability were excellent. The operation was completed successfully.